Event description:
During compounding of chemotherapy, the luer lock screw at the end of the tubing was not screwing onto the female equashield adapter, almost as if the threading was stripped or not there. Threading was intact, however, the screw would fall after letting go. We changed to a different adapter and the screw was still not catching onto it. We switched tubing and the screw was secured. Without this screw being secured with the closed system transfer device, there was a possibility of chemotherapy leakage. Product did not reach patient - was caught by the compounding pharmacist.